Manufacturer narrative:
(B)(4) -no consequences or impact to patient. Device operates differently than expected, pumping issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) noticed the flow had dropped to about 2 liters per minute (l/min) with the centrifugal control unit (ccu). The centrifugal drive motor was spinning at 3600 revolutions per minute (rpm). The ccp could hear what sounded like the drive motor humming and it felt warm. This was for an extended (not defined) period of time. They use other manufacturer tubing packs, disposables, and adapter to interface it with the centrifugal drive motor. The device was not changed out, as the ccp could not find any lines occluded and all seemed okay. The ccp gave some drug to relax something and the flow came back up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. The ccp is going to hook a three foot loop to a new tubing pack and try to duplicate the situation. Per the clinical review on (B)(4) 2016: the ccp was using a system-1 with centrifugal module, motor, and flow sensor. Another manufacturer's centrifugal pump head was being used with a centrifugal adaptor that is designed to be used with the system. Another manufacturer's oxygenator and tubing pack was also used. The ccp had no issues during priming and preparation of the cpb circuit and flows and rpms were reasonable and per expectations. In the first few minutes of cpb, prior to aortic clamping, the arterial flow rate dropped to about 2 l/min in spite of full motor rpm of 3600 rpm. The circuit was checked for kinks and clamps, and the cardiovascular (cv) surgeon checked the aortic cannula and nothing was found as problematic. Arterial flow was stopped quickly and the adaptor was removed and re-attached and arterial flow was re-initiated. Flow was lost for about 15 seconds. The flow remained low, after the adaptor was re-seated. The patient was cooled to reduce oxygen consumption. The lowest venous oxygen saturation (svo2) was about 58%. The arterial line pressure was measured after the oxygenator and was lower than usual, as flow was also lower. During rewarming of the patient, the arterial flow increased and rpms were able to be reduced to normal levels. In discussion with the ccp, they are now theorizing the drop in flow was due to a biologic obstruction in the oxygenator. The case was completed successfully and no delay in the surgical procedure was experienced. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the complaint effects were experimentally able to be duplicated. There was no product deficiency or malfunction noted. Testing included visual inspection, bench testing, cold soak, internal visual inspection, and mechanical agitation of internal and external wires and cabling. No operational issues were noted. When the medtronic drive motor interface was purposefully partially decoupled from the motor, the system caused a noticeable humming noise to be generated. The magnetic coupling between the motor and adapter was not able to be reestablished unless the speed of the motor was manually adjusted below 1200 revolutions per minute (rpm). When partially decoupled, the motor was able to achieve full speed of 3600 rpm. Partial decoupling can cause decreased flow. The centrifugal control unit log was analyzed. The pump was started and stopped three times. There was no error messages indicative of an issue with the centrifugal system operation. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per follow-up with the user facility¿s biomedical engineer (biomed), he believes the motor was turning as expected and there were no malfunctions that he could see with the motor; the perfusionist (ccp) told the biomed that the pump was properly coupled to the motor; the latch and/or clip were not broken; the ccp did not report any erratic revolutions per minute (rpms) or a backflow; and the ccp stated the connector was fully engaged.